Manufacturer narrative:
Six samples were returned for evaluation for this complaint as well as (B)(4). It is unknown which samples belonged to each complaint; therefore, two samples were arbitrarily assigned to each of the three complaints. The two samples assigned to this complaint were visually inspected. No damage was noted anywhere on the device, nor was there any foreign material in the airline connectors. An air leakage test was performed on both samples during which no air leakages or malfunctions occurred on either device. The reported issue could not be replicated on the returned samples; therefore, a root cause could not be determined and this complaint is not confirmed. It is possible that there was an air leakage from a gap between the trocar and the incised site when switching to harvester, or there was a malfunction in the gas insufflation caused by foreign matter adhered temporarily to the tubes and airline connectors. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported additional information to terumo regarding this event. The product was changed out and the procedure was completed successfully with no blood loss; however it is still unknown if there was any patient effect.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that during the vein harvesting procedure, the co2 was not holding and they converted to open harvest. It is unknown if the procedure was completed successfully and if there was any blood loss. Terumo continues to attempt to gain more information regarding this event from the user facility. During a maude database search, this complaint has been reported by the user facility. Report number mw5061982. Description states, terumo virtuosaph co2 not holding. Unable to complete endocase. Vein harvest. Part number vsp550, lot number byk.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on may 20, 2016. A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusion. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.